Event description:
Explant physician reports capsular contracture grade IV with double capsule, seroma and inflammation/irritation. This relates to the left device. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, the weight the device within specification, deformation, and voids. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade IV.

Event description:
Explant physician reports capsular contracture grade IV with double capsule, seroma and inflammation/irritation. This relates to the left device. Device has been explanted.